Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery c7 segment with a max diameter of 8.2 mm and a 3.1 mm neck diameter. Landing zone: 3.28 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed normal blood flow. It was reported that the left internal carotid c7 segment aneurysm was 7-8mm. A blood flow-guided dense mesh stent was used. After the plastic microcatheter (fg15150-0615-1s) was in place under the guidance of the guidewire, a stent (ped-400-20) was selected and released through the plastic microcatheter. It was found that the diameters of the tip end and the middle section were different. After repeated adjustments, it still could not be solved. Finally, the model was replaced: ped-400-25 for surgery, and then the surgery went smoothly. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was not used for an indication that is off label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the pipeline flex device was returned within introducer sheath. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned detached to the pusher. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No other anomalies were observed. The pipeline flex device was pushed out from introducer sheath without issue. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found to be fully opened and damage. However, the root cause for damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the reason the pipeline did not open was not determined. It was retrieved and deployed againg and it still did not open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.